Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2022 approximately 8 years and 2 months after initial implant due to extensive osteolysis and large cyst formation of the medial femoral condyle and poly wear. No images were provided. There is no other information available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D 10: concomitants: (B)(6), 620-00-02 - platelet rich plasma kit with spray tips; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 620-12-02 - accelerate prp 60 ml & acd-a.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2022 approximately 8 years and 2 months after initial implant due to extensive osteolysis and large cyst formation of the medial femoral condyle and ploy wear. No images were provided. There is no other information available. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. Serial number, item number and full description: (B)(6), 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm; serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k110547. Concomitants: (B)(6), 620-00-02 - platelet rich plasma kit with spray tips; (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 620-12-02 - accelerate prp 60 ml & acd-a. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2022 approximately 8 years and 2 months after initial implant due to extensive osteolysis and large cyst formation of the medial femoral condyle and ploy wear. No images were provided. There is no other information available. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record and smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. As directed by qa management: this legal complaint case is from the united states. (B)(4). Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.